Event description:
It was reported that the patient presented to the hospital for a schedule for a routine generator replacement procedure. During the procedure, it was noted that the right ventricular (rv) lead was oversensing noise resulted in inhibition of pacing. The rv lead was capped and replaced on 5 jan 2024. The patient was stable throughout the procedure.